Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedding of essure in myometrium/migration of essure device location of device: uterine wall') in an adult female patient who had essure (batch no. D06937,d06837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included etonogestrel (implanon). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("embedding of essure myometrium / right essure is not visualized / improper positioning of essure"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain / left sided pain"), abdominal pain lower ("lower abdominal pain"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain lower, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: a linear echogenic structure, compatible with the essure device, projects in the left fundal myometrium. 5 trailing coils on the left and 3 trailing coils on the right. Discrepancy noted: plaintiff didn¿t undergo essure confirmation tests. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic pain, embedding of essure in myometrium batch no d06937 production date 2014-09-04 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-nov-2020: pfs received. Reporters information added. Event: dysmenorrhea were added. Rcc added. New lot number was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedding of essure in myometrium') in an adult female patient who had essure (batch no. D06937) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included etonogestrel (implanon). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("embedding of essure myometrium / right essure is not visualized / improper positioning of essure"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain / left sided pain"), abdominal pain lower ("lower abdominal pain") and dyspareunia ("dyspareunia"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: a linear echogenic structure, compatible with the essure device, projects in the left fundal myometrium. 5 trailing coils on the left and 3 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic pain, embedding of essure in myometrium batch no d06937, production date 2014-09-04, expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedding of essure in myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included etonogestrel (implanon). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("embedding of essure myometrium / right essure is not visualized / improper positioning of essure"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain / left sided pain"), abdominal pain lower ("lower abdominal pain") and dyspareunia ("dyspareunia"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: a linear echogenic structure, compatible with the essure device, projects in the left fundal myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test results: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedding of essure in myometrium') in an adult female patient who had essure (batch no. D06937) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included etonogestrel (implanon). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("embedding of essure myometrium / right essure is not visualized / improper positioning of essure"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain / left sided pain"), abdominal pain lower ("lower abdominal pain") and dyspareunia ("dyspareunia"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: a linear echogenic structure, compatible with the essure device, projects in the left fundal myometrium. 5 trailing coils on the left and 3 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic pain, embedding of essure in myometrium. Most recent follow-up information incorporated above includes: on 28-sep-2020: medical record received lot number was added. Reporter information, patient aka name and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedding of essure in myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included etonogestrel (implanon). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("embedding of essure myometrium / right essure is not visualized / improper positioning of essure"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain / left sided pain"), abdominal pain lower ("lower abdominal pain") and dyspareunia ("dyspareunia"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: a linear echogenic structure, compatible with the essure device, projects in the left fundal myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: essure confirmation test results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: case became serious incident. Events added: embedding of essure in myometrium, lower abdominal pain, dyspareunia. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.